Event description:
Procedure: rfa. Reportedly, during perfusion, water leakage occurred from the joint of needle and grip. The procedure was completed with another needle. No pt injury was associated.